Event description:
Pt reported that about 6 weeks prior, their blood glucose ranged from 11.9 - 21 mmol/l and they were unaware of the cause. Pt indicated that they went to the emergency room and were given an insulin drip. Pt stated that they had been on a diet.